Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks when the device detected ventricular tachycardia (vt) and fast vt while the patient was also in atrial fibrillation. The device's pr logic was compromised, in that it could not withhold therapy. It was also reported the right atrial lead was undersensing, but the atrial sensitivity was programmed to the most-sensitive already. The device and lead remains in use. No further patient complications have been reported as a result of this event.